Manufacturer narrative:
On (B)(6)-2022, the customer had additional samples with questionable albumin results: sample 2 initial result was 68 g/l. The repeat results were 39 g/l and 41 g/l. Sample 3 initial result was 100 g/l. The repeat results were 20 g/l and 28 g/l. It was requested but not known if the questionable results were reported outside of the laboratory. The field service engineer checked the gear pump pressure and the reagent rinse water volume and adjusted them to specification. He replaced all reagent probes and performed adjustments. He aligned the sample probe and adjusted the metal drip plate for the sampling position as it was covering half of the cuvette. He performed daily maintenance, calibration, and qc. He then cleaned the sample probes and the wash stations of debris. He checked the sample probe alignments and the sample probe wash stations. He checked the wash tubing for damage, the wash nozzles, cells, and the detergent tubes. He performed a bath water exchange and ran a photometer check that was acceptable. The customer ran calibration and qc which was acceptable.

Manufacturer narrative:
The field service engineer cleaned and checked the ultrasonic mixer's horizontal alignment. He replaced several parts and checked pressures and alignments. The customer performed qc which was acceptable. The investigation determined the issue was due to insufficient service maintenance.

Event description:
There was an allegation of a questionable albumin result from the cobas 8000 c702 module. The initial result was 53 g/l and the repeat result was 37 g/l. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation is ongoing.